Manufacturer narrative:
A medela clinician contacted the customer via email on (B)(4) 2014. The customer responded via email on (B)(6) 2014. The customer stated that she was treated for mastitis with 10 days clindamycin and it has since resolved. Info given on the use of lecithin capsules to treated plugged ducts. Discussed impact of infant weaning and taking more solids as impacting plugged ducts and customer agreed. Recommendation given to use a symphony pump if plugged ducts reoccur and are persistent. Customer states she had used a symphony previously and that it worked great. She will consider using the symphony again if her plugged ducts reoccur. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. "Riordan & wambach, 4th ed.p 294: breastfeeding and human lactation." Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer svc on (B)(6) 2014 that her pns is making a weird clicking noise and she has noticed a change in suction. She also stated that she has suffered a few clogged milk ducts.